Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation; however, upon inflation at six atmospheres, the balloon ruptured. The device was completely removed from the patient. A 3.00mm x 12mm emerge balloon catheter was also advanced to dilate the lesion; however, upon inflation at six atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.